Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia. The customer¿s blood glucose level was 17.1 mmol/l at the time of incident. The customer¿s current blood glucose value was 7 mmol/l. The customer did not experience any symptoms of high blood glucose value. Auto mode feature was active at time of event. No further patient complications were reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, self test and the displacement accuracy test. No device problem found. The following were noted during visual inspection: scratched case, cracked case near the corner of belt clip rails, pillowing keypad overlay, cracked battery tube threads and cracked retainer ring. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.